Event description:
It was reported that an implantable neurostimulator (ins) had to be moved ¿because they stuck it on a nerve¿ and the device was moved to the patient¿s stomach. The reporter stated that the ins was placed on (B)(6) 2008 and was moved on (B)(6) 2008. It was noted that one of the leads was broken when the ins was moved and the patient ¿only had one more lead left.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3550-29, lot# n144183, implanted: (B)(6) 2009, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008 , product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).